Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified tpn (total parenteral nutrition) bag leaked. The bag was inspected prior to leaving pharmacy, with no leak noted; however, prior to infusion a micro leak at the seam was observed by the nurse. This occurred prior to use. There was no patient involvement. No additional information is available.